Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: from the 79 events: cosmetic, 8. Haptic damaged, 17. Haptic damaged,haptic detached, 1. Haptic detached, 13. Iol torn, 4. Lens damaged, 33. Stuck in cartridge,trailing haptic not folded, 3. Serial numbers of suspect products: (B)(4). 66 investigations were completed and 13 are pending for the time period. From the 66 investigations: 38 had no product returned. 8 found no issues. 1 found cartridge crack, haptic detached,stuck in cartridge. 1 found haptic damaged, override. 1 found haptic detached. 1 found haptic detached, iol torn. 1 found haptic detached, override . 1 found haptic detached, override,stuck in cartridge,tip deformed. 2 found lead haptic not folded,stuck in cartridge. 1 found lead haptic not folded,stuck in cartridge,tip deformed. 2 found lens cut. 6 found lens cut, haptic detached. 1 found lens damaged, override, stuck in cartridge. 1 found lens damaged, stuck in cartridge. 1 found trailing haptic not folded. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 79 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
45 investigations were completed from the period and breakdown is as follows: 2 empty package; 1 haptic damaged, haptic detached, lens damaged; 1 haptic damaged, override; 1 haptic damaged, override, stuck in inserter, tip deformed; 1 haptic detached; 1 haptic detached, iol torn; 1 haptic detached, override; 1 haptic detached, override, stuck in cartridge; 1 haptic detached, override, stuck in cartridge, tip deformed; 1 iol torn, lens damaged, stuck in cartridge, tip deformed; 1 iol torn, stuck in cartridge; 2 lead haptic not folded, stuck in cartridge; 1 lead haptic not folded, stuck in cartridge, tip deformed; 1 lens damaged, override, stuck in cartridge; 1 lens damaged, stuck in cartridge; 3 no issues identified; 3 lens cut, haptic detached; 1 stuck in cartridge; 20 no product returned; 1 tip deformed; the investigations concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
It was initially reported that the amount of events were 79 however, information was received that indicated 1 of the events was no longer a reportable malfunction and therefore the total amount of events is now 78. In addition with this change the breakdown of the events changed for the lens damage which changed from 33 to 32 events. The serial number of the device that is no longer reportable is (B)(4).

Manufacturer narrative:
Additional information: there were 2 investigations completed during this period and in both the products were returned. Breakdown of 2 investigation are as follows with their respective serial numbers: (B)(4) - no issues identified. (B)(4) - haptic detached, lead haptic not folded, override, stuck in cartridge. Lens cut 1. Lens cut, cosmetic 1. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.